Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek; however, it is not known if it will be received within the 30 day reporting requirement, therefore, depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report. Awaiting return.

Event description:
During the procedure, it was noticed that the tube was cracked and leaked whereas it was intact when it was placed. Extension of the procedure because of the replacement of the tube. No consequences to the patient - another like device was used. Additional information: did this failure extend the procedure greater than 30 minutes? Yes. Was the tubing set up correctly? Yes. Was the leaking near the roller? Yes.

Manufacturer narrative:
The complaint device is not being returned, therefore unavailable for a physical evaluation. The reported condition could not be confirmed. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed 1 other similar complaints for this lot of devices that was released to distribution. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
During the procedure, it was noticed that the tube was cracked and leaked whereas it was intact when it was placed. Extension of the procedure because of the replacement of the tube. No consequences to the patient - another like device was used.this failure extended the procedure greater than 30 minutes.the tubing was set up correctly. The leaking was near the roller.